Manufacturer narrative:
Patient weight added.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient did not charge the ipg as recommended. In turn, the ipg became inoperable. Surgical intervention may be pending to address the issue.